Event description:
It was reported the patient developed a large rash over the pump site area(abdomen). The skin became "vulnerable" over the head of the pump (implant site) and the healthcare professional (hcp) planned to "resite" (reposition) the pump to prevent breakdown of the skin, but was awaiting a dermatologist review. The hcp did not know what this was and was wondering if it could be an allergy. The hcp noted the patient has had "no problems" with their pumps since 2007 until a new device was placed in 2013. There was no patient outcome reported. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received reported the patient had been assessed by a dermatologist. The dermatologist thought the allergy was unlikely, but they were going to review again. The pump was replaced. It was noted 'all was well with the patient'.

Manufacturer narrative:
(B)(4)

Event description:
The patient was still awaiting review by the dermatologist. Should additional information be received a supplemental report will be filed.